Event description:
Patient reported pump malfunction and has been putting syringe into a caulk gun to administer medication. Lot number and expiration date unknown. Spontaneous call. No additional information. Unknown if any doses have been missed or any adverse events have occurred due the malfunction. Unknown dates of event. Unknown if pump on hand for return to the manufacturer for inspection. Reported to (B)(6) by: patient/caregiver.